Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a lot of scratches, the glare made it hard to read and had to tilt to read. Customer¿s blood glucose level was unknown. Customer also reported that at the top of battery compartment and reservoir area, the plastic was pulling apart and away from the insulin pump, the screen was foggy rainbow and received unexplained no delivery alarms. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip.